Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Device reported is not being manufactured currently. However, another device from the same family was used for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows. Samples (50) were taken from the current production. The samples were visually inspected and issue reported "adapters fall out during use" was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation to confirm the allege defect and determine the root cause. Corrective actions cannot be established at this time. If the alleged device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the 15mm adaptor is coming out of the tube. Alleged issue reported as occurred during use. It was reported there was no injury or consequence to the patient.

Event description:
Customer complaint alleges the 15mm adaptor is coming out of the tube. Alleged issue reported as occurred during use. It was reported there was no injury or consequence to the patient.

Manufacturer narrative:
Qn#(B)(4). Corrected data: catalog # corrected to 5-10316. The customer returned one unit 5-10316 et tube, hvt, 8.0 for investigation. The returned et tube was visually examined with and with out magnification. Visual examination of the returned et tube revealed that the sample was returned with the tube holder. The connector was not pushed completely into the tube. The connector is originally seated loosely in the tube and not seating the connector fi rmly into the tube before use can cause it to disconnect. The sample was sent to a chemical lab for further analysis into the chemical composition of the device. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." (Con't) other remarks: "non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso (B)(4)''. The reported complaint of "adapter falls out during use" could not be confirmed. However, further testing is ongoing at the manufacturing site to determine the root cause of this complaint. The sample was sent to a chemical lab for further analysis into the chemical composition of the device. It was noticed that the connector was not seated completely into the tube. If it is not seated firmly into the tube, the connector could disconnect from the tube during use. A non-conformance has been opened to further investigate this complaint issue.